Event description:
Ntaneous case was reported by a physician and describes the occurrence of perforation ("one of the essure inserts had near perforated one side"), endometrial ablation ("has had an ablation"), device breakage ("there is 2mm fragment left that has not come out") and ovarian cyst ("ovarian cyst") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (fallopian tube and insert removed) and surgery (surgery to removed ovarian cyst). At the time of the report, the perforation and endometrial ablation outcome was unknown and the device breakage had not resolved. The reporter considered device breakage, endometrial ablation, ovarian cyst and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of perforation ("one of the essure inserts had near perforated one side"), endometrial ablation ("has had an ablation"), device breakage ("there is 2mm fragment left that has not come out") and ovarian cyst ("ovarian cyst") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (fallopian tube and insert removed) and surgery (surgery to removed ovarian cyst). At the time of the report, the perforation and endometrial ablation outcome was unknown and the device breakage had not resolved. The reporter considered device breakage, endometrial ablation, ovarian cyst and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 16-nov-2018: this case was identified as a duplicate of case (B)(4) (MFR number 2951250-2018-04523) and will be deleted from bayer database. All information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.